Event description:
It was reported the pt's pns system (off-label) was explanted due to discomfort at the scs pocket site in addition to the scs ipg protruding and being caught on objects. The pt now has a pain pump.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.